Event description:
Patient reported to have undergone hip arthroplasty on (B)(6) 2002 and subsequently alleged elevated metal ions. Additional information submitted by patient's legal counsel indicates that patient underwent a revision procedure on (B)(6) 2012. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to metallosis. The operative notes confirm that the head, cup, and taper were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient reported to have undergone hip arthroplasty on (B)(6) 2002 and subsequently alleged elevated metal ions. Additional information submitted by patient's legal counsel indicates that patient underwent a revision procedure on (B)(6) 2012. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information regarding the reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿

Manufacturer narrative:
Additional information received from patient's legal counsel indicates patient underwent a revision procedure on (B)(6) 2012.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fifteen states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01673 / 01675).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient reported undergoing m2a hip arthroplasty on (B)(6) 2002. Subsequently, patient alleges increased metal ion levels and the need for a revisions procedure. No known revision date has been reported. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.